Event description:
It was reported that when using the bd pyxis¿ medstation¿ es w22 main drawer 5.2 and drawer 5.1 failed. The customer attempted troubleshooting by rebooting the station and attempting to recover the storage space; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was failed. A field service engineer (fse) updated the firmware and removed the jammed medications from the drawer. The latch sensor was found to be loose and was secured. The system was tested multiple times in inventory, and the station was verified to be working as designed. The system functioned as intended after the field service engineer repaired the device.